Event description:
It was reported that the patient was still experiencing pain a few inches above her implantable neurostimulator (ins) location on the right side. The pain was sometimes so bad that the patient could "hardly walk." When the patient got up in the morning, she had the urge to urinate, but was not able to go for about 2 hours. The pain was constant, but the patient had not attempted to turn stimulation off to see if the pain stopped. The patient turned off stimulation and the pain stopped. The patient's onset of pain was at the same time that she received an MRI. The patient had seen her physician multiple times, the last being on (B)(6) 2012 for a reprogramming session; the physician changed program 2 but the patient was having difficulties getting to program 2 with her programmer. The physician had done multiple testing but had not done any x-rays on the device; if the pain got worse, the physician was considering doing x-rays on the kidneys. The patient was still having difficulties retaining urine. Her fall in (B)(6) 2012 was readdressed. The patient's programmer indicated that her stimulation amplitude was at 0.9 volts on program 1. The patient had been at 0.8 volts the night previous and had turned it up to 0.9 the morning of this report. The patient was able to urinate within 10 minutes of turning her stimulation up. It was planned that the patient would keep her stimulation off until she could meet with her physician and a manufacturer representative present. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported, the patient experienced a loss of therapeutic effect. She had a lost of relief and is not able to empty. She tried to increase stim, but the patient programmer was not working. The patient was to receive a replacement. Additional information received reported the patient saw her health care provider (hcp) on (B)(6) 2012. Her physician used her current patient programmer (not the replacement that was sent), without the antenna and reviewed that the implantable neurostimulator (ins) was off. The ins was turned on with the patient programmer to program 1 at 0.70v and the stimulation was working as intended. The patient was not using the antenna and just pulled it out of the bottom of her box and it was working fine. Additional information received reported the patient sometimes felt stimulation and sometimes she did not. Additional information received reported the patient was feeling terrible pain above her ins. The patient fell before she went to the physician on (B)(6) 2012. The patient fell on her "butt." The patient had an MRI a few months ago. The MRI was of her upper and lower back. The ins was turned on. The MRI tech knew the patient had an ins. At times, the patient was feeling a shock or jolt, which was random. The ins was set on program one when she left the office. She had to increase the intensity and she got up to 10.0. At 10.0, the patient continued to have issues with bathroom frequency. The patient was feeling slight stimulation. The pt was wondering if her ins was turning on and off. The patient verified that her settings were at 1.0 amp, not 10.0 amps. The patient was usually at .5 and she was now at 1.0 for amperage. She was not feeling anything unless she was sitting down. The patient was in the physician's office two weeks ago on (B)(6) 2012. Additional information received reported the patient still had concerns regarding their therapy/device, but was working with their hcp/manufacturer representative to resolve the issue. An appointment for (B)(6) 2012, was scheduled. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-33, lot# v713637, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).